Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of death, as listed in the graftmaster rx, coronary stent graft system instructions for use (IFU), is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the graftmaster stent was implanted for treatment of a perforation that occurred in the left anterior descending artery; however, the perforation was not sealed. The patient went into cardiac arrest, underwent CPR; however, expired after being intubated with multiple co-morbid conditions. No additional information was provided.